Event description:
It was reported that the pulse generator exhibited noise. The noise did not trigger noise reversion but was recorded as ventricular tachycardia and inhibited pacing. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The patient is fine and would be monitored.